Manufacturer narrative:
B3 date of evet is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in over a year. Surgical intervention may be pending to address this situation.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024, wherein the ipg was replaced, and reportedly effective therapy was restored.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.